Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis with magnification identified a fiber body fracture at the proximal edge of the metal cap. The outer coating at the base of the metal tip was melted and the tip exhibited some devitrification through the output window and detritus on the metal cap. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. During functional testing with the hene (helium-neon) laser fixture, the aim beam was observed at the fracture area. Analysis of the returned device was unable to confirm the reported complaint of fiber tip broken when opened. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber. It is likely that the fiber fracture occurred due to external mechanical force (stress) from the fiber handling technique contributing to the fracture near the proximal end of metal cap. Based on the analysis results, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. Related report reference: 2937094-2021-00111.

Event description:
It was reported during the photoselective vaporization of the prostate (pvp) the fiber tip appeared to be broken after being inserted into the patient and was showing on the screen of the microscope. A second fiber was used, and the tip was broken upon opening. A third fiber was used to complete the procedure without clinical consequences to the patient. Analysis of the returned device identified a fiber body fracture proximal to the edge of the metal cap.